Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that after the surgery, the patient's condition was not improving as the pressure level setting was at 1.5. According to the report, a CT scan showed that the tube was not reaching the ventricle in order to drain the fluid. The report stated that a revision surgery was performed to increase the length of the tube and the pressure level setting was adjusted to 1.0. It was reported that the patient's condition did not improve and the pressure level setting was adjusted again to 0.5. Reportedly, the patient's cognition, mobility and incontinence had become worse and the shunt was found to not be draining fluid. It was later reported that the device was not perfectly placed in the ventricle. It was also reported there was no allegation that a device related issue caused or contributed to the patient's cognition, mobility and incontinence becoming worse and that there was no device failure. Reportedly, the patient recently had two craniotomies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.